Event description:
It was reported via postmarket register that the pt was experiencing fever. Chills, headache, swelling around the pump and joint pain. The baclofen pump was infected. The pump and catheter were replaced. The pt recovered without sequela. A follow-up report will be sent if additional info becomes available to us.